Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity above pre-vns baseline frequency. Investigation to date has been unable to determine the cause of the reported event.